Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia.

Event description:
Per the french prestataire, it was reported that the patient's blood glucose (bg) level rose to greater than 350 mg/dl while wearing the pod on the arm for approximately 5 to 24 hours after insertion. At the time of the elevated bg, the patient also measured ketones at 0.8 mmol/l. As treatment, the patient administered a correction dose of 5 units of insulin via an insulin pen. A subsequent reading taken later the same day showed a bg level of 305 mg/dl with ketones at 1.0 mmol/l.